Event description:
International customer reported that a tear was noted on the device two days after the device was initially placed in service. The device functioned normally up until this point. The device was removed from service. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion - a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.